Manufacturer narrative:
This medwatch is submitted to send the initial report and the result of the investigation of this complaint. (B)(4). Without a product return, no product evaluation is able to be conducted. Review of traceability and review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From the information provided, the product history records and the recurrence of this type of event for this product, the investigation found no evidence to indicate a device related issue. The root cause is related to a user error during loading (overscrewing). As indicated into surgical technique at step 9 : "take care to stop threading as soon as full contact is achieved to avoid premature opening of the peek cartridge and releasing the implant." If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Product not returned.

Event description:
Mobi-c p&f us : disassembly before implantation. It was reported that during a mobi-c surgery: the mobic implant was attempted to be used at c6/7. The sterile implant was opened to the field. The scrub tech, who has done hundreds of mobic implant cases, loaded the implant on the inserter. As sales rep. Watched her tighten the inserter knob, he reminded her not to overtighten and when she feels resistance to stop. As she turned the inserter knob there was never resistance and the implant released and came apart before the implant/inserter made it to the surgeon for implantation. He noticed that no resistance occurred and she also mentioned she never felt any resistance. The inserter was inspected and no issue with it was found. The same inserter was used to implant at the first level (c5/6) and the second attempt and the c6/7 space with no issues. The implant that fell apart never touched the patient.